Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "overinfusion" as reported by the user facility information by bbm sales organization in france: "over infusion" according to the complainant, the easypump ii lt 125ml/25h (5ml/h) diffused too quickly. Reportedly, the 125 milliliter (ml) pump was filled to capacity and was expected to complete in approximately 25 hours based on the rate of 5 ml per hour (ml/h). However, the therapy was complete after approximately 19 to 20 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 4006(B)(4).35112. Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 23a30ged31 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -1.00% and 3.71%. As no complaint sample was received, further investigation is not possible. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause : cause could not be determine as no complaint sample was received, further investigation is not possible. Corrections/containment plans with effective date: not applicable corrective actions with effective date: not applicable justification: not confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.